Event description:
During an internal review of the programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2013 and the system diagnostic results revealed high impedance (dcdc=7). The device was tested again on (B)(6) 2014 and the system diagnostics returned again high impedance with (dcdc=7). The device was turned off as the high impedance was observed on (B)(6) 2013. No further diagnostic test results were recorded after that date. Follow up with the physician indicated that there are no documents found about this patient in the current facility. The patient was implanted with vns at other hospital where she preferred also to be followed up in. The review of the manufacturing records confirmed that the device passed all functional tests prior to distribution. No patient adverse events were reported. No known surgical interventions were reported to date.